Event description:
It was reported that the patient was experiencing increased pain in the leg and in the ipg site. The patient was prescribed with lidocaine cream to use over incision site. The patient will undergo a revision procedure. Additional information was received that the patient underwent a revision procedure and the ipg remains implanted in the patients body.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing increased pain in the leg and in the ipg site. The patient was prescribed with lidocaine cream to use over incision site. The patient will undergo a revision procedure.